Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 588 mg/dl; cause unknown. Customer administered a correction bolus via the pump to address the bg. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained. Recommendation was made to consult a healthcare provider in regards to diabetes management.